Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported about a month ago, it felt like a rubber band breaking in his neck and it stung for a little bit. Patient stated when they adjust the stimulator, they get shocking feelings in his fingers and it was going on for about half an hour. Patient stated they called capital pain institute and they told him to contact medtronic (mdt) to see if they can get an adjustment for the neck. Agent asked patient if they have used the handset device to adjust the intensity and patient said no, they only do adjustment with the mdt rep. Agent offered to assist patient with using the handset and patient declined. Agent reviewed reps role. Patient service reviewed device function and recommend patient consult with healthcare provider office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.